Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 02-jul-2018. Product investigation is in progress.

Event description:
Consumer called stating brush head fell apart in her mouth; the head came off and a tiny pin and a tiny bit of white plastic attached to this was in her mouth. No injury was reported.

Manufacturer narrative:
On jul-2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force because of consumer handling.

Event description:
Consumer called stating brush head fell apart in her mouth; the head came off and a tiny pin and a tiny bit of white plastic attached to this was in her mouth. No injury was reported.